Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient stated that she inserted a new infusion set at flank and when she woke up the next day, the tube had detached. She also reported that the pump was loose on the bed while she was sleeping. She had discarded 3 catheter units as the adhesive was bigger than the insertion device. No further information available.